Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: upon visual inspection of the photos, an opened sample with a stratafix suture with detached tab could be observed. An empty opened foil, a labeled winding former and a used needle/suture of product code: sxpp1a404, lot #: pdz277 were returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and no defects were noted on the barbs, but the fixation tab was detached, and two knots were observed on the strand. In addition, body fluids were present on the suture. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pdz277, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the photo evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and a barbed suture was used. During the procedure, the fixation feature detached when sewing for the first stitch in an general surgery. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.